Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 19-jun-2024. The site of insertion was the abdomen. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for 24 hours. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 400-499 at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.